Event description:
The patient reported that she sought medical attention at the emergency room (ER) on (B)(6) 2025, due to an infection at the pod site. The infection caused redness and an abscess on her upper arm. She was treated in the ER, where the area was numbed, lanced to remove the infection, and packed to promote drainage. She received intravenous (IV) antibiotics during her visit and was prescribed oral antibiotics after discharge. The patient mentioned that she removed the pod at home after it expired. She successfully resumed treatment with a new pod, which worked fine. The pod was worn longer than 48 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.